Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the cryo3 device was not reported or able to be subsequently ascertained.

Event description:
It was reported on (B)(6) 2020 that 18 months prior a (B)(6) year-old woman underwent a video assisted lobectomy and cryo3 probe was used as cryoanalgesia for pain management. The patient complained that she can¿t feel anything in the 4-8 intercostal region of her chest area that was treated with the cryo device. The patient stated that she got a very deep scratch in that area and she didn't even feel or notice the injury. There was no reported device malfunction, the adverse event was the result of a procedural complication.